Event description:
It was reported that during use on a patient, this intra-aortic balloon pump experienced "system error" alarms. The display then momentarily blanked. As a result, the console was exchanged off of the patient. There were no associated patient complications.